Manufacturer narrative:
One level 1 hotline low flow system was received with a cracked tank cover, an outdated printed circuit board (pcb), power switch and front cover. There was also a wear and tear damaged plate clip and line cord. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was able to be replicated. The issue was caused by some impact damage which caused liquid crystal leakage in the lcd. The issue was customer induced. No action was taken to repair the device due to its age and condition.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a bad display. There was no reported adverse event.